Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. He confirmed the issue in the logs but was unable to (B)(6) it. The solenoids were replaced to fix the reported issue

Event description:
The hospital reported that, the unit showed turbine stuck error. There was no reported patient involvement.